Event description:
Injecting healthcare professional reported their injection with juvederm ultra plus xc, in the nasolabial folds, pt had a possible "allergic reaction", developing "swelling in their face." Pt went to the emergency room, and was "kept in the hospital a day"; a treating healthcare professional prescribed "steroids." Pt called the injecting healthcare professional to report that symptoms "resolved within 24 to 48 hours of the emergency room visit"; injecting physician has not been the pt since the juvederm injection.

Manufacturer narrative:
(B)(4). Device labeling: adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection-site, skin rash, bleeding at the injection-site, necrosis at the injection-site, abscess at the injection site, and headache.